Event description:
It was reported that during a routine pump replacement procedure, the physician was not able to aspirate the catheter and ultimately decided to replace the catheter. The device system was delivering lioresal. It was later reported that the cause of the catheter issue was not determined.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n092195, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type accessory; product ID 8709, lot # j10837r09, implanted: (B)(6) 2001, product type catheter. (B)(4).